Event description:
Per the audiologist, the patient experienced a decrease in performance. The results of an integrity test 2009, indicate multiple electrode anomalies. Explant and reimplantation is planned but had not taken place at the time of this report june 19, 2009.